Event description:
It was reported by customer that the balloon would not deflate on fecal management system and required force removal. Additional information received via email. Email attached to complaint. I have been made aware that a physical sample is available, and I will be sending out a biohazard box next week to retrieve the sample. I will also provide tracking once it is available. (B)(6) ¿ are you assisting with this part? Can you provide the lot and/or serial number of the reported device? Ngkx1167 please provide any patient identifiers, if permitted (e.g., weight, sex, age, race, height, patient name, date of birth). Weight ¿ 71.8 kg; sex ¿ male; age ¿ 53, height - unknown was there any impact to the patient related to the use of this device? Yes a. Was any medical intervention required? Patient given sedation to manually remove balloon. B. If yes, what type of medical intervention was performed? Patient medicated due to pain/discomfort. C. Was any troubleshooting attempted? Only 10ml out of 45ml would come out. Attempts to deflate unsuccessful. Cut tube and managed to get out an addition 15ml.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.